Manufacturer narrative:
Additional information was received that a lead extension was implanted during pocket revision surgery. The patient is doing well after procedure.

Event description:
A report was received that the patient was having difficulty charging her ipg due to the ipg being tilted in the pocket. The patient also reported that she was experiencing pocket discomfort. The physician has recommended a pocket revision.

Event description:
A report was received that the patient was having difficulty charging her ipg due to the ipg being tilted in the pocket. The patient also reported that she was experiencing pocket discomfort. The physician has recommended a pocket revision.